Event description:
It was reported that during a vaginal hysterectomy procedure, the devices locked on tissue and would not fire. The devices were manually opened. Sutures were used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged firing mechanism. Evaluation summary: two devices (a-b) were returned for analysis. Both devices were received with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge on device (a) was received void of staples and with no damage to the lockout. The cartridge on device (b) was received partially fired and with no damage to the cartridge lock-out spring. No functional tests were performed on either device due to the condition in which they were received. The devices were disassembled to verify the conditions of the internal components and the firing trigger teeth were found broken. The devices opened and closed as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.